Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. The device was returned without the outer carton. The distal end of the hip stem has migrated from the foam cavity and broken thru the poly bag and inner cavity. The outer cavity has been stressed and scuffed by the stem. The outer tyvek seal is compromised. Visual inspection of the returned package system components indicated severe abuse. The cause of the punctured trays was exposure to hazards outside of normally anticipated distribution environments. Packaging development test reports have been performed to verify package integrity during normal distribution. Packages were dropped and vibrated. Standard hip stem components were used as test specimens. No damage to the packaging or product was visible. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the implant poked through the sterile package. Another implant was used to complete the procedure.